Manufacturer narrative:
The device has not been evaluated yet for investigation purpose.once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
At approximately 9am and again at 930am, windows error messages showed rosanna brain device software stopped working, causing a shutdown. In the first instance, the field service engineer had adjusted 3d segmentation value and then selected undo, leading to software failure. In the second instance, the field service engineer deleted an exam and then closed exam manager. The patient was in the room and anesthetized, but no incision was made yet. No delay to surgery, no clinical consequences were reported.

Manufacturer narrative:
It was reported that two shutdowns occured following windows error messages indicating rosanna brain software stopped working. A full analysis of data log indicates that the cause for both shutdowns was a crash of rosanna software. However no further evidence was provided to conclude about the cause for these issues. (B)(6).